Event description:
It was reported the patient required a pocket revision procedure on (B)(6) 2012 because the patient's ins has moved or migrated, and was poking and causing the patient discomfort in the fatty tissue. Following the procedure, the patient's device showed a power on reset condition, possibly due to emi exposure. The patient had a lack of stimulation following the procedure. Troubleshooting was suggested, but no patient outcome was reported. The patient later reported their concerns were resolved, but also reported that still had concerns, but were not seeking further assistance. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v846377, serial#, implanted: 2012 (B)(6), explanted, product type: lead, product ID 3889-28, lot# v846377, serial#, implanted: 2012 (B)(6), explanted, product typ: lead, product ID 3037, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4).